Event description:
In 2008, initial surgery was done with versa nail ten for the fracture of subtrochanteric femur and shaft of femur. Some months later, distal screws were broken. Bone union was noted in the shaft of femur, but pseudarthrosis was noted in the subtrochanteric femur. Later, the nail was found broken. The following year, during another surgery, the nail and screws were remove and grafted bone and another implants were used. The broken distal screws were not removed and still remain in the pt's body.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for all the reported part and lot number combinations. The mfg facility, states the lots were reviewed for completeness during the release process to inventory. At that time, based on the fact and on the system jde that no discrepancies were noted for the products being accepted. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.